Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the audio bolus button was unresponsive and had come off the pump. It was unable to be determined whether the damage occurred before the response issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling was observed. During testing, all of the keypad buttons responded appropriately. There was no evidence of contamination found under the key contacts. No battery cap was returned with pump and all testing was performed with a test cap. The audio bolus button cover was missing from the pump and the audio bolus button was found to be unresponsive. There was contamination observed on the audio bolus button contact. During investigation, the pump case was removed and moisture contamination was found on the audio bolus button switch contacts.